Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation confirmed cracks in the upstream sensor tail which is a known contributor to constant upstream occlusion alarms. The upstream sensor was replaced.

Event description:
It was reported that a pump alarmed for an upstream occlusion when no occlusion was present (medication, programmed amount and delivery rate unknown). It was also reported that there was no patient injury.